Event description:
It was reported that during a setup for a surgical procedure, error codes 137 (external indicator - emergency stop pressed) and 188 (cooling system error - cooling flow switch error) occurred. The errors would not clear after restarting. The console could not be used and the patient was on standby. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Event description:
It was reported that during a setup for a surgical procedure, error codes 137 (external indicator - emergency stop pressed) and 188 (cooling system error - cooling flow switch error) occurred. The errors would not clear after restarting. The console could not be used and the patient was on standby. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.